Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted on the right ventricular (rv) lead within 1 day of implant. Sensing and thresholds were noted to be normal, but noise was observed during impedance measurements. A connection issue was suspected and reprogramming was performed to turn detection off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.